Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A patient called requesting additional information regarding a second revision she had involving depuy synthes implants. She stated that "the second one was much worse with metalosis, footdrop, numbness and tingling. The second revision on december which is much much worse, a result probably long lasting for the rest of my life the injury from the failure of your device." Doi: (B)(6) 2019. Dor: (B)(6) 2021. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Medical records received. (B)(6)2021 revision notes indicate the patient received a right total hip revision due to metallosis and a broken liner. Upon entering the joint, black fluid was encountered along with black tissue, and clear signs of metal debris were noted by the surgeon. The liner was noted to be worn, fractured, and disassociated in part from the cup. Head and liner revised to dual mobility construct. No noted complications. (B)(6)2021 post-op provider notes indicate the patient presented with significant 10/10 pain post revision and cramping in the right leg. The provider indicates it is likely swelling/irritation of the sciatic nerve or muscles in the hip/thigh resulting in foot weakness. Post-up protocols and IV pain meds were given. Provider states the patient began to improve by post-op day 2.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.